Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received an insulin flow blocked alarm that was resolved by changing their infusion set. Customer reported removing their infusion set and finding that the infusion set cannula was bent. The customer's blood glucose level at the time of the incident is unknown. Customer was able to troubleshoot at the time of the call. The infusion set is not expected to be returned.